Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm did not alarm. The ventilator was not in use on a patient; therefore, there was no patient involvement or harm. The manufacturer's field service technician reported that the remote alarm connector was physically damaged. The service technician replaced the main pcb board to correct the reported problem. Performance verification testing was completed and all tests passed per operating specifications.